Event description:
Upon the receipt and inspection of the returned device, it was discovered that there was blackout of the image when the device's angulation was adjusted. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for inspection. Upon the receipt and inspection of the returned device, it was discovered that there was blackout of the image when the device's angulation was adjusted. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.